Event description:
It was reported that the procedure was to treat a lesion located in the mildly calcified and moderately tortuous circumflex. No pre-dilatation was performed prior to the attempt to stent. During advancement of the 3.5x18 mm xience xpedition stent delivery system (sds) over a balance middleweight (bmw) elite guide wire, heavy resistance was felt with the anatomy due to the tortuosity and aggressive takeoff in the vessel. The sds appeared to have become stuck in the vessel and resistance was felt during retraction of the sds from the patient, which resulted in the stent implant becoming mangled. A same size non-abbott stent was used successfully to treat the lesion over the same bmw elite guide wire without issue. There was no clinically significant delay in the procedure or adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The stent damage was confirmed. The failure to advance/cross and resistance during withdrawal could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.